Event description:
The customer stated receiving an alert from the insulin pump to disconnect. The blood glucose was 270 mg/dl. The customer has treated with manual injection. The customer stated that recently they have dropped the insulin pump. The customer checked the drive support cap and it was protruded. The customer had pressed the cap back while being disconnected from the insulin pump. The customer was advised to discontinue the use of the insulin pump. The insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a detached end cap and cracked reservoir tube lip. Unable to test for a33 alarm or perform basic occlusion test and displacement test due to detached end cap. Drive support disk was inspected nad no anomaly noted.